Event description:
A healthcare professional reported poor cautery during a cataract intraocular lens (iol) implant procedure. The procedure was completed with an alternate system and with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).